Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse called to report that there was an emergency room visit due to the customer's high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose level at the time of the emergency room visit was 400+ mg/dl. Customer was wearing the insulin pump at the time of emergency room visit. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.